Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: a mz1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21106079. The feedback provided by the customer indicates blood backflow was detected during use of the maxzero device. No further information was provided by the customer to assist the investigation in this instance. A review of the production records for lot 22016270 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector had diamond shaped cracks resulting in leakage. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the rare disease oncology department reported that during the use of the product, it was found that the product was connected to the PICC screw, and the screw had diamond-shaped cracks, resulting in liquid leakage; the sample could not be returned, and no photos were provided.